Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead was not capturing. Fluoroscopy showed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.